Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient rep called stating the programmer works without the antenna attached but not with. Consumer asked about upgrading both devices. Reviewed only insr is available to be upgraded.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger product ID 37642 lot# serial# (B)(6), product type programmer, patient product ID 37761 lot# serial# (B)(6), product type recharger product ID 37642 lot# serial# (B)(6),product type programmer, patient product ID neu_unknown , product type unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they received a programmer replacement but it is still not connecting to the ins. It was found when the caller used the programmer without the antenna the programmer was able to connect and showed patient was 50% charged. Caller states having other antennas at home to use if needed.

Event description:
It was reported that the recharger was broken and appeared damaged, with the panel that fits over the recharger antenna missing. The desktop charger pin was also reported as damaged. The patient programmer was noted to be non-functional, blinking on and off, and displaying a blank screen after battery replacement. Additionally, the patient programmer intermittently displayed a checkmark, followed by a "position antenna" screen, before returning to the checkmark screen. A replacement patient programmer exhibited similar behavior. The patient, who has parkinson's dementia, experienced significant weight loss over the year due to difficulty swallowing and was previously unable to leave bed during a therapy loss event. Troubleshooting steps included confirming battery placement, using multiple battery types, and verifying antenna placement. A replacement recharger was reported to be functional, but the replacement patient programmer noted that it after hitting the checkmark it will flash the searching screen with the human and then go back to showing the checkmark. Confirmed batteries are in correctly. Email sent to repair to replace.

Manufacturer narrative:
Continuation of d10: product ID 37751, lot/serial# (B)(6), product type: recharger; product ID:37642, lot/serial# (B)(6), product type: programmer, patient; product ID: 37761, lot/serial# (B)(6), product type: recharger; product ID: 37642, lot/serial# (B)(6), product type: programmer, patient; section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient had issues with the recharging equipment breaking and that the patient programmer kept breaking as well. They received the new antenna for the patient programmer, and they also received a wireless recharger and drape. They asked how to use the wireless recharger, dock, and drape. Agent reviewed general use. They asked how to check patient's ins battery level. Agent reviewed that the wireless recharger will make beeping tones to indicate when the ins battery has a full charge. Agent reviewed that the patient programmer can be used to check the ins battery level at any time. They said they already like the wireless recharger more than the legacy recharger.